Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button was not responding. The customer changed for a new energizer alkaline battery , the button is unresponsive. The customer was advised to discontinue use of the insulin pump and follow her medical prescription for insulin shots until replacements arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.